Manufacturer narrative:
Device passed the self test and displacement test. Device received with all buttons responding properly. No damage or moisture damage on keypad assembly, unlocked electrical board keypad connector, or stuck button alarm noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a keypad anomaly. The customer¿s blood glucose level was 13.5 mmol/l at the time of the incident. It was reported that keypad was not reacting and after a few minutes it was working again. There was no indication of troubleshooting or the issue being resolved during the call. It was indicated that the insulin pump will be replaced. The insulin pump will be returned for analysis.